Event description:
It was reported that right ventricular lead exhibited high thresholds. A lead revision was successfully performed. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.